Manufacturer narrative:
According to the customer narrative, a memo 3d size 38 was implanted, but severe mitral regurgitation was detected four days later and the patient was re-operated. The original repair was insufficient, and leaflet reconstruction was performed upon explant of the original device. A new memo 3d size 38 was then implanted in place of the original device. The patient required ECMO treatment due to heart failure; however, ECMO was discontinued two days later and the patient is now doing well. This event was deemed to be not-device-related, as it resulted from insufficient repair during the original operation (leaflet reconstruction required, but not performed). As such, no further investigation is necessary, and this case can be closed.

Event description:
A memo 3d size 38 was implanted on (B)(6) 2017. On (B)(6) 2017, due to a severe, persistent mr, the patient was re-operated. The surgeon removed the ring, performed a leaflet reconstruction, and implanted a new memo 3d size 38. The surgery was minimally invasive. The patient required ECMO treatment due to heart failure. ECMO was discontinued on (B)(6) 2017, and the patient is now doing well. The manufacturer was notified of this event on 29-aug-2017.